Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female who underwent primary breast augmentation with a mentor memorygel 275cc silicone prosthesis experienced bilateral capsular contracture baker grade ii post procedure. The patient experienced pain and stiffness. A physical examination was performed by a physician and capsular contracture was diagnosed. A. As a result, bilateral replacements was performed on (B)(6) 2020. This report is for the right prosthesis.